Manufacturer narrative:
The device was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens insertion the lens haptic bent. The incision was enlarged to remove the lens and another lens of a different model was implanted in the sulcus. Vitreous loss was observed and a vitrectomy was performed. Sutures were placed. Please ref MDR#: 1119279-2014-00210 for the inserter that was used during this event.